Event description:
It was reported to the sales rep that an emt sustained epicondylitis elbow when attempting to utilize the red release handle (lowers cot manually).

Manufacturer narrative:
The customer informed the sales rep that they will refuse to give any further info to the MFR regarding this alleged event. Should the customer decide to provide further relevant info, a f/u MDR will be filed.